Manufacturer narrative:
Analysis of the pump serial number (B)(4) found pump motor gear train anomaly, corrosion and/or wear and/or lubrication. Analysis found pump motor gear train anomaly, stall due to shaft bearing. Analysis found moisture and residue on the inside of the inner cover. Analysis found moisture on the pumphead gear, gearwheel 3, and the top of gear wheel 3. Analysis found corrosion on the top side of gear wheel 3. Analysis found moisture on the top side and bottom side of the pumphead roller assembly. Analysis found moisture on the outside of the motor can. Analysis found moisture in the motor can¿s bulkhead compartment. Analysis found upper shaft of gear two, after some of the residue was removed, showed shaft wear.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that event logs confirmed a motor stall with no motor stall recovery occurred. The health care provider (hcp) had seen the patient two days prior to this report date and noted the motor stall and a stop pump period may exceed tube set message on a printout. They did not read the logs at that time. The hcp indicated the patient reported, he did not have a recent MRI. The patient reported an increase in pain but no symptoms associated with spasticity. It was noted, the pump showed that the eri (elective replacement indicator) was four months. The device system was used to deliver clonidine, bupivacaine and baclofen. It was later reported that the pump was replaced on 2014 (B)(6) and was to be returned to the device manufacturer. Logs were provided with the returned product. Per the logs, the stall occurred on 2014 (B)(6) at 11:19 following by the tube set message exactly 48 hours later. As of the date of explant, the stall remained present as well as the tube set message. Additional information has been requested, but was not available as of the date of this report.